Event description:
Philips received a complaint from the customer on the v60 indicating that there was misalignment in the touch position. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem in the event log. The pse calibrated the touchscreen, but the issue remained. The pse therefore replaced the touchscreen and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00374. All information from the original report(s) has been transferred to this report.